Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. Product has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A quasar test was performed and passed. The log could not be downloaded and reviewed as no data was present in the log. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.